Event description:
Reportedly, during a follow-up, the subject ICD could not be interrogated. No light was on on the programmer's head and the device did not react to magnet application. Same observation with another programmer. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during a follow-up, the subject ICD could not be interrogated. No light was on the programmer's head and the device did not react to magnet application. Same observation with another programmer. The device was explanted and will be returned for analysis.